Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 4.00 x 38mm, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary (rca) artery. Following pre dilation, a 4.00 x 38 promus premier select drug eluting stent was successfully deployed. Afterward the physician observed a proximal edge dissection. Significant resistance had been encountered during the operation. A 4.00 x 12mm promus premier select stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.